Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing including the displacement due to detached end cap. Insulin pump received with broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked and one piece was broken out so that the battery cap can not close. Blood glucose was 137 mg/dl. The insulin pump will be returned for analysis.